Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave hybrid intra aortic balloon pump was not receiving the arterial transducer signal during use in the cardiac catheterization laboratory. No patient harm or injury was reported.